Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level between 315 mg/dl and high 540s mg/dl with high ketones; cause was not known, however, at the time the customer suspected it may have been caused due to illness. Customer delivered a correction bolus via pump to address bg level. Customer was admitted into the emergency room (ER) and was subsequently hospitalized. The customer was treated with intravenous saline and insulin fluids. The customer was released from the hospital on (B)(6) 2022 with issue resolved. Customer did not sustain any permanent damage. At the time of the event, no issues were observed with the cartridge or the insulin in use. Reportedly, the customer reverted to an alternate method of insulin therapy and consulted with healthcare provider. Customer declined to perform further troubleshooting. No additional patient or event information was available.